Manufacturer narrative:
(B)(4)

Event description:
It was reported that during routine device check in clinic, intermittent high hv lead impedance measurements were observed. There were no signs of lead issues on x-ray. Further tests to check the lead integrity were recommended. Patient will be monitored through home monitoring.